Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the inserter reveals signs of wear and tear in the form of scratches and wear marks along the entirety of the shaft. The etching is also faded and worn. Dimensional analysis and hardness testing were conducted which show all the values are within the tolerance range. Sem fracture analysis and material composition results show fracture artifacts on both fracture surfaces suggest the rod likely fractured from a bending overload. It appears the fracture occurred with less than 2 turns of thread engaged, concentrating the stress load over a smaller area than had the shaft been fully inserted into the cup during impaction. This concentrated stress was likely a contributing factor in the fracture. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a hip arthroplasty procedure, the inserter threaded shaft fractured as the cup was being impacted. No pieces fell in to the patient.